Event description:
End user reported that the bolt that holds the handle bars onto the probasics 1030kw knee walker came off, the handle bars are loose. The front wheel will turn and the handle bars come off causing user to lose her balance and fall. Invacare contacted he end user, user stated that the wheel didn't turn with her when she would try to turn and she fell. She stated that she is doing fine. No alleged injury or medical intervention.